Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Customer was able to successfully reload the cartridge. Customer declined to provide blood glucose level .

Manufacturer narrative:
\"During follow-up customer verified that bg levels had been affected by issue, but declined informing tandem technical support of how much bg levels had been affected."

Event description:
During follow-up customer verified that their blood glucose level had been affected by issue, but declined informing tandem technical support of how much bg levels had been affected.